Event description:
Poor contact between electrosurgical pencil and blade electrode tip. Tips on some pencils are loose enough to allow them to fall into the surgical field during procedure. Nursing staff in or states that the problem has been occurring occasionally for several months. MFR's rep was notified of the problem and states that there is a prior history of the problem which he believed was corrected four yrs ago. Opened 4 new packages and found one of 4 to have the same problem, loose blade tip. Contacted MFR to arrange for a suitable substitute for current stock of electrosurgical pencils while investigation into problem continues.